Event description:
Covidien received a mandatory report from the customer stating that during testing, found the ventilator intermittently not turning on and sometimes turning off on its own even though the ac power light indicator was on. The unit did not alarm when shutting down on its own. The customer reported to have replaced the power switch and ventilator is now functioning normally.